Event description:
Vanilla tpn obtained from pharmacy for nicu low birth weight premature patient with very low blood sugar. Central line fluids are hung using sterile technique. Rn wearing proper ppe was priming tubing, vanilla tpn bag spiked with custom alaris one piece tubing used in the nicu. When beginning to prime tubing rn noted small black foreign material in burette. Priming stopped, pharmacy notified and new vanilla tpn ordered and sent. Tubing and bag forwarded to risk management.please note, it is unknown if this small foreign object originated in the IV fluid bag or if it was in the burette prior to priming. The tpn was prepared, then sent to pharmacy for medication injection, and then transported to nicu. The object was noted during priming.no patient harm, event did not reach patient.======================manufacturer response for smartsite burette infusion set, (brand not provided) (per site reporter).======================left message with carefusion customer advocacy intake line.